Event description:
The facility's rep reported the pump did not deliver the intended medication. The name of the medication was not provided. The reported bolus dose was 0.2ml with a delay of 15 mins. The basal rate was 5.0ml/hr. The hour limit of medication was reported to be 5.8ml. Info was not provided regarding whether or not the pt received any of the intended medication. The hosp rep stated that there was no report of pt incident. No additional contact info was provided.